Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, an adolescent kidney transplant donor was undergoing transplant donor nephrectomy. A covidien endovascular ta stapler was used across the renal artery. There was no significant bleeding noted initially, just a little oozing which the surgeon reported as typical post-stapling. The surgical team stapled across a second artery and then noted pulsatile bleeding at the distal corner of the surgical stump of the 1st artery stapled, they were unable to immediately stop the bleeding and converted to an open procedure. The stump was over-sewn. The patient had increased length of stay and increased scar size. No other known adverse events were reported.